Event description:
Technician reported that one hour into an intended four system 1000 hemodialysis treatment there was a tmp alarm. The alarm problem was resolved and a few minutes later the air detector alarm sounded. The patient care technician responded to the alarm. The bloodline clamp was closed and blood pump was stopped, but air was observed all the way to the patient fistula. There was no air embolism reported. The cause of the introduction of air into the system is unknown. There was no patient injury or medical intervention associated with the incident.